Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 19-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the display was found to be dim/pink. Unrelated to the original complaint the battery compartment was found to be cracked below the bumper pad. No damage or peeling was observed to the keypad. The ok, contrast, up, and down keys were found to be intermittently responding. The keypad was removed and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery cap was found to have stripped threads, and was unable to tighten to the test pump.